Event description:
It was reported that this right ventricular (rv) lead intermittently exhibited out of range spikes in pace impedance measurements greater than 3000 ohms. Technical services (ts) explained most likely spring contact behavior and discussed troubleshooting options. It was noted the patient is only one percent rv paced and will be monitored. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).